Event description:
Customer reports, "an electric shock while scanning their freestyle libre 2 sensor." There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The sensor kit expiration date is 31dec19. The medical event associated with this complaint case occurred on (B)(6) 2021, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. If the product is returned, the case will be re-opened,¿and a physical investigation will be performed¿ all pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "an electric shock while scanning their freestyle libre 2 sensor." There was no report of death, serious injury, or mistreatment associated with this event.